Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k082590.

Event description:
While performing an egd on mr #47888, md decided to dilate the pt. He requested a 54 fr american dilator. Following standard practice, guide wire was inspected for kinks, bends, weaknesses, and any components failing to function. Guide wire found to be in acceptable condition. Guide wire was sprayed/lubricated prior to handing to the md. The md advanced the guide wire thru egd scope. Once the guide wire was in position, it was held in place by the tech as the md removed the egd scope. Md lubricated the dilator. The 54 fr american dilator was placed over the guide wire for dilation. After a short time, md noticed he was unable to advance the dilator and stated he felt resistance. Md pulled out both the guide wire and dilator. Md noticed blood in pt's saliva upon removal of dilator and guide wire. He then re-inserted the egd scope to examine the throat and stomach of the pt. Md stated he saw no trauma. Md irrigated through the scope and decided to dilate with a 51 fr american dilator. On attempt to remove the guide wire from the 54 fr american dilator discovered the guide wire was stuck. Immediately went to get another guide wire from the dilator bin. Following standard practice, guide wire was inspected for kinks, bends, weaknesses, and any components failing to function. Guide wire was found to be in acceptable condition. Guide wire was sprayed/lubricated prior to handing to the md. The md advanced the guide wire thru egd scope. Once the guide wire was in position, it was held in place by the tech as the md removed the egd scope. Md lubricated the dilator. The 51 fr american dilator was placed over the guide wire for dilation. Dilation was completed without further incident. After completion of the dilation, md re-inserted the egd scope for a second time to check for any trauma to the pt. Md stated he found no trauma. Pt was returned to pacu. Recovery uneventful, pt met discharge criteria and discharged to home. Noted that the guide wire could not be removed prior to transporting dilator. Guide wire and scope transported to scope room for removal of guide wire/cleaning/reprocessing. During reprocessing in the scope room, able to withdraw the guide wire. Noticed a piece was missing from the guide wire. Took the dilator and attempted to flush the channel and noticed an obstruction. At this point, decision made to x-ray the dilator. Two x-rays were obtained. The first x-ray shows the smallest end's (which is the tip of the dilator) channel to be clear. Second x-ray showed the guide wire was lodged inside the channel of the 54 fr american dilator. Findings were discussed with md. Md was also shown the two films. Supervisor notified. Later that evening, above md was contacted by pt with complaints of neck pain. Md instructed pt to go to the ER. Films ordered/taken of neck. Retained guide wire noted on x-ray. Pt to surgery for removal. Discharged from hospital (B)(6) 2010.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.